Event description:
It was reported that pump displayed cartridge change error and customer needed assistance to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, inspected and confirmed intact cartridge o-ring, removed extra o-ring from pneumatic tap, cleaned area, reattached cartridge securely, and successfully completed load process, and technical support advised customer to continue pump use and to call back if malfunction code recurred.